Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. Timeouts were observed in the download data however the pod corrected itself. The cause of the reported dislodged cannula could not be conclusively determined. The fluid path was tested for leaks. No leaks were found. The formed needle was observed to be squared off. The squared off needle tip can be confirmed as the cause of the reported irritation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 295 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. Additionally, it was reported the pod was leaking insulin, and the patient experienced light redness at the infusion site.